Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered multiple rounds of inappropriate anti-tachycardia pacing (atp) and multiple inappropriate electric shocks due to an episode of an episode of atrial arrhythmia. The device therapy was exhausted. This device remains in service. No adverse patient effects were reported.